Manufacturer narrative:
Unit received with keypad overlay peeling. Unit received with no button response due to flattened (esc, act, up and down) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify motor error alarm and perform self test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test due to no button response. Motor passed motor test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump received motor error and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and act button was not working fine. The customer reported that the drive support cap was normal. The customer reported that the time clock was advancing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.